Event description:
It was reported that this right ventricular (ra) lead was explanted due to the device causing chest pain. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.